Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device triggered the error message e-4 to inform the user about an occlusion. The patient had a blood glucose value of about 600 mg/dl and vomited. The patient was admitted to hospital and received an unknown treatment. The patient is autistic and disabled. According to the patient's father, it is very likely that the pump had already informed about an occlusion earlier, but the patient may have accidentally switched off the alarm. At the time the issue was reported, the patient was still in hospital but stabilized.